Event description:
It was reported via the implant patient registry that the patient had re-operation for a valve-in-valve procedure after an implant duration of approximately 9 years of a 3000tfx 21mm magna aortic valve in a 56-year-old female patient. The reason for re-op was severe aortic stenosis. During the procedure, a 20mm transcatheter valve was implanted. Patient's outcome reported as stable.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.